Manufacturer narrative:
The reagent lot numbers and expiration dates were requested, but not provided. The field service engineer determined rinse nozzles were blocked. The nozzles were cleaned and a valve was cleaned. Other maintenance actions were carried out, including adjusting the sample probe. The investigation determined the service actions resolved the issue. The issue is consistent with blocked nozzles and valve contamination.

Event description:
The initial reporter stated they received questionable results for 48 patient samples tested for multiple analytes on a cobas c 503 analytical unit. Examples are provided for one patient sample with discrepant calcium gen.2 results, a second patient sample with discrepant creatinine results, and a third patient sample with discrepant glucose hk gen.3 results. The first sample initially resulted in a calcium value of 1.79 mmol/l and it repeated as 2.42 mmol/l. The second sample initially resulted in a creatinine value of 29.9 and it repeated as 51. No units of measure were provided. The third sample initially resulted in a glucose value of 3.32 and it repeated as 4.7. No units of measure were provided.